Manufacturer narrative:
In response to FDA report number: mw5145564. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fall, suspected blood clot.

Event description:
Patient reported via regulatory agency " implant associated anaplastic large cell lymphoma with a confirmation of a cd30 (cluster determinant) marker alk negative". The patient stated they noticed their breast was growing and oddly shaped after a fall. The patient stated that her physician suspected a blood clot that required surgical intervention". Histopathological markers cd30+ and alk- have been received. The device has been explanted. This record is for left side.